Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 419488 lead, implanted: (B)(6) 2011; 5076-52, implanted: (B)(6) 2011; 694765, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. Several attempts were made to re-position the rv lead, but were unsuccessful. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.